Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during preparation, one of the dual pull wires was found to be broken. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during preparation, one of the dual pull wires was found to be broken. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the washer tail was bent out of the clevis and the jaws would not open. The device riveting and welding was evaluated and met product specification. Functionally, upon handle actuation the jaws would not open or close correctly rather the jaws remained together in a closed position and moved back and forth. The condition of the returned incident device was not consistent with the complaint; pull wire broke. However, the washer tail was found to be bent out of the clevis and the jaws would not open but rather moved back and forth upon actuation of the handle due to out of specification curving of the device. The most probable root cause is manufacturing due to the improper curve. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).